Event description:
It was stated that the customer's insulin pump has a damaged drive support cap. The caller stated that the customer has to push it back into place when this happens. Advised the caller never to push that drive cap. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a protruded and or loose drive support disk, broken off end cap, minor scratched display window, scratched case, broken belt clip slot, and cracked reservoir tube lip. Displacement test was not performed due to end cap damage. The device had missing segments due to cracked zebra connector on lcd board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.